Manufacturer narrative:
Prior to inserting in the pt, the delivery system, coil and the unk microcatheter were not damaged. It is not known what type of y connector was used. All the products were prep per (IFU) instruction for use guidelines. A continuous flush was maintained through the microcatheter. The details of the damages to the delivery system are not known. It is not known if force was utilized during insertion. No further info is available. A non-sterile trufill dcs orbit coil was received coiled inside of a plastic bag. The concomitant y connector was not received. The hypotube was inspected and bends were found. The introducer was received zipped and a compressed area was found. The support coil was received inside of the introducer. The support coil was inspected and a compressed area was found. The embolic coil was still attached to the gripper. The od from the delivery tube was measured and was found within specification. The gripper was inspected under microscope and no damages were observed. The embolic coil was inspected and stretched sections were found. The dcs system was introduced in a microcatheter prowler plus (lab sample) and despite the bend damage on the dcs system and the stretched sections on the embolic coil; no resistance or friction was experienced during insertion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With functional testing using a lab sample microcatheter, friction during introduction was not confirmed. Compressed and bent damages to the orbit system and the report of coil stretching were confirmed. Based analysis of the returned products, the device history record review and the info provided, it appears that procedural and handling factors contributed to the resistance encountered during insertion through the y connector and that manipulation of the device against this resistance resulted in the damage to the orbit system. There is no indication that the events are related to the device design or manufacturing process.

Event description:
When the trufill dcs orbit system was inserted into the y-connector, friction was felt and the device was pulled back. Friction was felt with re-attempt to insert and it was reported that the delivery tube became deformed and the distal part of the coil appeared stretched when observed after removal from the pt. The target site was not lost during the event and the procedure was continued using other coils. There was no adverse consequence to the pt.